Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, perineorrhaphy, cystocele/rectocele repair and cystoscopy due to sui, cystocele, pectocele and coital laxity. It was reported that patient underwent mesh excision on (B)(6) 2013 due to severe dyspareunia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.